Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level over 400 mg/dl; cause was not known. Customer could not recall the treatment they received while hospitalized. The customer was released around 2 days later with issue resolved and no permanent damage.